Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80144atlas gold pta dilatation catheter allegedly experienced packaging problem. This report was received from a single source. This event did not involve patient with no patient contact. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H10: the lot number was provided, therefore a lot history review was not performed. The sample was returned and the investigation is confirmed for the reported sterile barrier breach, as a tear was noted to the device packaging. The definitive root cause could not be determined based upon available information. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80144atlas gold pta dilatation catheter allegedly experienced packaging problem. This report was received from a single source. This event did not involve patient with no patient contact. Age, weight, and gender were not provided for the patient.